Event description:
It was reported the patient experienced ineffective stimulation due to lead migration. The issue was confirmed via x-rays. Surgical intervention took place wherein the lead was explanted and replaced. Effective therapy was restored. It is unknown which lead is liable.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.